Manufacturer narrative:
(B)(4).

Event description:
It was reported that high frequency noise signals were observed on discrimination channel on stored egm recorded for a true vt episode. There were no signals present on near-field channel. Patient was unaffected during the event. Further lead testing will be performed during patient's next in clinic visit to check if it is myopotential oversensing.